Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Caller tested 2.7 inr on the coaguchek xs system while a comparison lab returned as 1.69 inr. No treatment provided. No adverse event reported. Requested return of suspect system; however, the suspect strips are no longer available and will not be returned. Replacements were sent.